Event description:
It was reported to boston scientific corporation that a stonetome stone removal device was used during a procedure performed on (B)(6), 2010 to remove a stone in the bile duct. According to the complainant, the cutting wire of the device could not conduct electricity. The procedure was completed with another, unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.